Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A p1501dr pacemaker, (B)(6) 2009. A 5068-52 non-defib, (B)(6) 2000. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that the right atrial (ra) lead was oversensing and a lead fracture was suspected. The ra lead was capped and replaced. It was also reported that the right ventricular (rv) lead was oversening, and there was increased and varying impedance. During the device change out, oversensing was again noted, causing interruption of pacing on a pacemaker dependant patient. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.